Manufacturer narrative:
Stryker evaluated the customer's device and found water between the carry bag frame and the bottom of the device. When removing the case screws, water poured out of the inside of the device. The device is unrepairable and stryker determined the likely cause of the reported issue was water infiltrating the device and damaging its internal components.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.